Manufacturer narrative:
Date of event. Please note that this date is based off the date of publication of the article as the actual event date was not provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Kim, h.y., hur, y.j., kim, h.d., park, k.m., kim, s.e., hwang, t.g. Modification of electrophysiological activity pattern after anterior thalamic deep brain stimulation for intractable epilepsy: report of 3 cases. Journal of neurosurgery. 2016:1-8. Doi: 10.3171/2016.6.jns152958 summary: thalamic stimulation can provoke electroencephalography (eeg) synchronization or desynchronization, which can help to reduce the occurrence of seizures in intractable epilepsy, though the underlying mechanism is not fully understood. Therefore, the authors investigated changes in eeg electrical activity to better understand the seizure reducing effects of deep brain stimulation (dbs) in patients with intractable epilepsy. Reported events: one (B)(6) female patient underwent anterior thalamic nucleus (atn) deep brain stimulation (dbs) for treatment of epilepsy with intractable seizures. Thalamic stimulation was started under a typical protocol. It was noted that there was difficulty in counting the frequency of seizures before surgery due to the frequency and the patient's moderate to severe cognitive delay. Before surgery, the patient experienced several traumatic episodes every month. However, after surgery, she experienced no major traumatic episodes and she showed more prominent diurnal variations in the frequency of her seizures because of a definite decrease in seizures during the daytime. It was noted that the patient experienced a 54.7% reduction in seizure frequency after surgery. It was noted, however, that continuous stimulation with beta-band frequency exacerbated the patient's seizure frequency. The balance among interneurons that maintains their normal ability to control seizure activity may be reduced because of continuous stimulation. The following device specifics were provided: lead model 3387; implantable neurostimulator soletra model 7426.

Manufacturer narrative:
Please note that this device was used in an off-label manner as it was implanted for epilepsy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.